Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a promonto suspension procedure of the gynecologic organs, bladder, vagina, and rectum in 1994 and mesh was used . The patient developed an infection in 2005 with mesh migration which pierced the rectum. The patient is still in bad health with cerebral and rectal infections.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a colpo promonto suspension procedure of the gynecologic organs, bladder, vagina, and rectum associated with a total abdominal and vaginal hysterectomy on (B)(6) 2001 and mesh was used . In (B)(6) 2004 or in 2005, abdominal pain and low back pain appeared. There was a long period of diagnostic research during which lumbar seepage and febrile seizures began. The patient developed an infection with mesh migration which pierced the rectum. The patient was referred to rheumatology. The patient was hospitalized on (B)(6) 2005, and was diagnosed with meningitis and encephalitis from fecal route with a psoas abscess and a rectal fistula. A colonoscopy was used to locate and retrieve mesh. At the end of the encephalitis the patient will remain quadriplegic. (B)(4).